Event description:
Here is my story about unsuccessful cataract replacement surgery that has left me with damaged eyesight. I will try to summarize and be brief. Since I have gone to many different drs since, and found no help, and plan to continue to search out help, I am hoping to keep this private if not, I am in fear of being on a list of ¿do not treat¿ patients. (B)(6) 2024. See dr (B)(6) 25% cataracts but issues with night driving glare and seeing distance daytime driving I had seen him on a local tv program discussing lal lenses and the real possibility of no glasses. He also mentions that he has done a couple thousand during exam he reiterated what I heard on tv. He said he does very little of any other kind of replacements. He also states that when his wife needs her cataracts replaced, this is what she will have.(lal) he briefly explains the process the cost and I have complete faith that since he has done more than any other doctors in the state and possibly across the country, he knows what he is doing I watch a video on lal. Early (B)(6), I arrive early in the morning for surgery¿ I note that there are at least three other people possibly having surgery he does one eye and then comes back and does the second eye¿ I believe that he moves from me to patient to patient, but I can't be sure I go home, and I immediately can tell that things are brighter, but I also understand I just had surgery. I have a follow up appointment the next morning and all seems normal. Three weeks later I go in for my first adjustment I meet with the optometrist/adjuster, dr (B)(6). We have a brief conversation about our goals i.e. Golf, etc. And he does the first light adjustment when eye is covered with a patch and then we switch eyes. The light is bright, and I am given no exact information except to keep my unpatched eye open (which has something keeping it open already). No other instructions given, except to look ahead and he tells me how many seconds or that we are near the end I go home, and things seem clear. I can now read my phone, but I also understand that my eyes are still in the process of healing. I continue to follow the instructions about wearing the sunglasses outdoors, but I also wore them indoors if my shades are open just to be safe. The following week is appointment number two for a second adjustment¿ and when asking him questions dr. (B)(6) (od)admonishes me by saying you have asked that question before or we¿ve discussed this already. I realize that I am to listen because he is the expert, so I ask no more questions. The second adjustment was just like the first and he tells me that he thinks this is as good as I can get because if he gives me any more distance, it takes away from close up. I comply and agree the next week we will do the first ¿lock in¿ on both eyes similar procedure, no specific instructions about watching a certain light, or letting him know if I can no longer see or follow light I am 100% sure that had he clearly instructed me about the importance of where I focused and how I should ask for the machine to be turned off, if I wasn¿t focusing, I certainly would have remembered¿ I would have followed any and all instructions if I understood the importance, but I know that he gave me no such instructions, so I just looked into machine. Once again, I was never alerted to the importance of what to focus on, and that I had the ability to say stop. Same procedure a week later and both eyes were locked in within that week following final lock in of both eyes, the very first thing I noticed was my left/reading eye had developed a blur. I described it as an embryo shaped cloud in the center of my site. I immediately got in to see dr (B)(6). He did an exam and said everything looked normal it was not. I then made an appointment to see the surgeon dr (B)(6). He was caring and concerned and ran numerous tests, but also said he could see nothing. I also explained to dr (B)(6) why I would not go back to see dr. (B)(6)¿ (because of his comment about me asking questions) dr (B)(6) referred me to a doctor (B)(6)¿ a retinal specialist who also ran numerous tests gave me eye drops told me to come back in a month. I followed all instructions and went back in a month. Nothing had changed. He said my retinas were fine. I then left to spend the winter in (B)(6) and once there continued to find a solution. Retina specialist referred by dr (B)(6), also confirmed retinas were fine. She also explained she was a rental specialist and knew nothing about cataracts or cataract lenses, etc. I googled these lenses and that¿s how I came upon a facebook page started by a doctor who loved these lenses and had great success with them¿ and I posted my issues the embryo shape cloud still blurred my vision in my left eye, and I noticed that my distance eye had also gotten worse since the lock in. Once I posted on dr (B)(6) facebook page, I noticed that came forward and the page continued with one story after another slowly things were revealed that explained my eye issues. I was not alone I believe that I had what is now called a non-focused light adjustment I also believe there¿s a possibility that dr. (B)(6) added edof to a lens that already had it in it I cannot be sure of that because I don¿t have those records. In searching out other doctors one of them made a comment about dr. (B)(6) not using a checklist. I had no idea what he was talking about, and it wasn¿t a comment he made to me. But now as I read from dr (B)(6) facebook page, I realize there was a checklist that doctors were supposed to have checked off. I can¿t be sure that (B)(6) didn¿t, but I do remember a dr¿s comment to one of his associates in reference to it I also numerous times tried to get in touch with dr (B)(6) about my continuing concerns and issues. Often leaving those questions with whoever answered the phone. At one point he actually did call back and told me that the machine had been ¿scrubbed¿ and the data showed that I was indeed focused. I now find that to not be true that the machine does not carry that data. I have also since learned that lal plus lenses were FDA approved, but not clinically tried¿ so, I feel like I was one of the guinea pigs and it failed dr (B)(6) last message to me was you have two options live with it or have them taken out? I am going to continue to search out answers and pray that my eyesight will be restored. Please feel free to contact me and if at all possible, keep my name private I do believe that dr (B)(6) may be a key opinion leader for the company, and I see that as a conflict of interest and don't want him to be able to influence any further help I might need from another doctor.